Event description:
Covidien received information that an 840 ventilator graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) was inoperable. The device was being used on a patient when event occurred. The patient was removed from the ventilator and placed on another ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui cpu pcb. The device passed extended self-test (est), shor self-test (sst), and the performance verification test (pvt). (B)(4).